Event description:
It was reported that the right ventricular (rv) lead had high thresholds. No changes were made and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable pacing lead product ID 4968 implanted: (B)(6) 2008. (B)(4).